Manufacturer narrative:
Date of event: exact incident date was not specified, however the implant took place on (B)(6) 2016 and expected post-op refraction was identified on week 1 post-op ((B)(6) 2016). If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 23.0 diopter intraocular lens (iol) was implanted into the right eye of an (B)(6), male patient who had no prior refractive surgery. Surgery went fine with no complications. The expected post-op refraction was plano but at week one (1) the patient's visual acuity post-operative is -1.25 -3.75 x 010. The physician repeated the iol master post-op and it matches with pre-op and still says this iol should be used. Physician could not explain the spherical equivalent difference between predicted and actual of 3 diopter. Physician stated he has never had a refractive difference of more than 1.25/1.50 before. Lens remains implanted. Usual post-op drops were given and a secondary surgery has not been scheduled yet, however iol exchange will be needed eventually.

Manufacturer narrative:
Corrected data: on the initial report a statement regarding date of event was entered. The statement said expected post-op refraction was identified on week 1 post-op ((B)(6) 2016). To clarify this statement it should have said expected post-op refraction was plano but week 1 post-op the patient was -1.25 -3.75 x 010. Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformance with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.